Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as 20 milliliter (ml) of yellow liquid leaked from the instrument and flowed onto the counter while the instrument was idle. No system error messages generated. The customer was wearing gown, gloves, and goggles at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a leak at the fitting on the peltier module. The fse replaced the tubing to repair the leak. (B)(4).